Event description:
Consumer received a 2nd degree burn on her back from the heating pad. She sates the unit was on the low setting at the time of the incident. Burns of this nature are often the result of laying or leaning against the pad itself. This is contrary to proper use instructions.